Event description:
Hospitalized for high bgs. The doctor requested replacement pump. However, the customer does not want to troubleshoot the device and stated that in the past troubleshooting always indicated that the pump is working fine.